Manufacturer narrative:
H6: investigation summary: since no physical samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Additionally, a photo sample was provided. However, bd was not able to confirm the indicated failure since it did not resemble the bd syringes. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd 10 ml syringe experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: 10ml luer lock syringe in spinal/epidural pack cracked. Discovered when trying to draw up medication. Syringe and contents discarded. New syringe used for patient. Cracked along length of barrel inside spinal pack. Details of injury (to patient, carer or healthcare professional): no harm caused.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd 10 ml syringe experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: 10ml luer lock syringe in spinal/epidural pack cracked. Discovered when trying to draw up medication. Syringe and contents discarded. New syringe used for patient. Cracked along length of barrel inside spinal pack. Details of injury (to patient, carer or healthcare professional): no harm caused.